Event description:
Contact states that they experienced strikethrough in the shoulder area, 3 inches below the shoulder, inside and outside of the arm. This occurred in the cath lab when blood sprayed from a catheter. No treatment required.